Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-sep-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the biometric identifier was not functioning. The field service engineer (fse) had removed the failing driver package and reinstalled an updated package for the biometric identifier. The functionality was then tested using the hardware test application, and the customer verified that the feature was working correctly, confirming that the issue was resolved at that time. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, prmc-inf biometric identification was failed to function. Tried three-time reboot but issue remains the same. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.